Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that ever since implant they had a dull pain in their buttock on the side that the implant was placed on. Patient stated when they turn the stimulation up they had constant pain for a few days to up to a week. Agent asked patient if they felt the pain right now and patient said it was dull and constant. Patient said if they decrease the stim it didn't help with their urine and they had to constantly keep going and it won't let them. Patient mentioned that they had turned the stimulation down and it didn't help and they go to the bathroom even more. The patient was redirected to their healthcare provider to further address the issue.